Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) had dislodged from its original implanted position. This lv leas has been successfully removed from the patient and replaced with a new lead. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead passed all electrical tests. Dislodgment of the lead could not be confirmed during testing. However it was noted that there was dried blood/fluid found in the lumen of the lead.